Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hi-pot test. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed the pulse lead hi-pot test. The cause for the test failure was a short in the distribution node (dn). The short was caused by exposed pulse wire solder joints in the dn. The exposed pulse wire was caused by pulled heat shrink tubing. The pulled heat shrink tubing was caused by a trunk cable that was pulled from strain relief. The root cause for the pulled trunk cable cannot be positively determined but was likely physical abuse. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any problems.